Manufacturer narrative:
Result: cracked siderail panels and blank module. Damaged motion interrupt pan. Faulty cpu board. Worn gill brake plate kit.

Event description:
It was reported by service report that the head-end siderail inner panels, the outer panel and blank module had structural cracks with no sharp edges, but possible fluid ingress; the motion interrupt pan was damaged; the brakes were not holding; the cpu was not communicating with the load cells, and the power cord was damaged. No patient involvement or adverse consequences were reported.